Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation, leakage of dye from the balloon was noted. The device was removed and was inflated again outside the patient's body. There was a tiny side hole noted on the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: xxj/14-6/5.8/75 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm distal of the proximal balloon sleeve and extending approximately 4mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per xxl specification the rated burst pressure of this device is 8 atmospheres. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation, leakage of dye from the balloon was noted. The device was removed and was inflated again outside the patient. There was a tiny side hole noted on the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.